Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is underway. The reported problem (incoming test failure) has been conformed. As received, the monitor failed incoming testing with associated code 203. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming testing.